Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation. The contour next test strips and contour next control solution associated with the event were not returned. Therefore, the returned meter was tested with the in-house contour next test strips and in-house contour next control solution from lot # 0bv2g63, which gave a satisfactory performance. The control readings obtained during in-house testing were properly marked as control tests.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he ran a control test and obtained a reading of 222 mg/dl at 3:55 p.m. With the contour next one meter. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.